Event description:
An exit block (>8.4 v, 0.4 ms) was reported after an implantation time of 4 days with normal values for impedance and sensing. The lead was explanted.

Manufacturer narrative:
The analysis checked the mechanical and electrical properties of the lead. No deviations from the technical specs were found that could be related to the clinical complaint. The analysis was unable to find any mfg errors or material defects.